Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked for atrial fibrillation (af) with rapid ventricular response (rvr) detected as a ventricular tachycardia (vt) episode by the implantable cardioverter defibrillator (ICD). The ICD continues to be monitored and remains in use. No further patient complications have been reported as a result of this event.